Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement. The field representative was unable to reproduce any noise with isometrics and pocket impedances. Lead impedances are withing normal range in mid 600 ohms range. Technical services (ts) was consulted and discussed that could continue to monitor and consider configuring non physiologic signal alert in latitude. This device remains in service. No adverse patient effects were reported. Additional information was received, this lead recorded a lead check notification due to an abrupt change in pacing lead impedance. Technical services (ts) reviewed prior findings and noted it appeared to be a spring contact issue. Ts discussed they could consider continue to monitor. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement. The field representative was unable to reproduce any noise with isometrics and pocket impedances. Lead impedances are within normal range in mid 600 ohms range. Technical services (ts) was consulted and discussed that could continue to monitor and consider configuring non physiologic signal alert in latitude. This device remains in service. No adverse patient effects were reported.